Event description:
Additional information received noted that the patient was still working with her physician. They were waiting to do the revision; the patient had opted to wait until her deductible was lower. The model number and serial number of the ins implanted in (B)(6) 2011 was unclear.

Event description:
It was reported that the patient underwent replacement surgery for their implantable neurostimulator (ins). Impedances were within normal limits both intra-op (with multi-lead trialing cable) and post-op. Subsequently, the patient lost the stimulation sensation from the ins. The patient turned their stimulation up to 10.5v but was not able to feel stimulation. Impedances were checked again and found to be greater than 4000 ohms. There were open circuits with electrode pairs 4, 5 and 6. The neurostimulator was programmed to electrode pair 2-4. It was noted that the patient intended to have replacement surgery, for depleted battery. It was also noted that the patient lost stimulation sensation prior to their battery depletion. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: na; programmer model 7435, serial # (B)(4); extension model 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: na; lead model 3887-28, lot # l74664, implanted: (B)(6) 2000, explanted: na; lead model 3887-28, lot # l74662, implanted: (B)(6) 2000, explanted: na.

Event description:
Upon additional review it was noted that the issue regarding impedance readings greater than 4000 ohms and open circuits were on the neurostimulator prior to replacement. See manufacturing report # 3004209178-2012-00166 for these issues prior to device replacement. Following explant of the device, the extensions (with a pocket adapter) were placed into a multi lead connector. Impedance were then tested and all contacts were within range. The physician then implanted a new neuro stimulator and impedances were again tested and all results were positive. Impedance was normal in recovery. Stimulation was increased up to 10.5 v and the patient was not feeling any stimulation. Since the patient was still not getting any stimulation, the physician is intending to do a revision by replacing the leads. He is waiting on the patient to decide when she wants it done.

Manufacturer narrative:
All codes should be updated to those listed in this report. (B)(4).

Event description:
Additional information received reported that the leads were replaced 2 years ago because the patient's lead wires were old.

Event description:
Additional information was received which noted that, in response to whether further troubleshooting was done to determine the lead problem, the reporter was not aware of anything. The reporter noted that impedance were very high which indicated to them a lead or extension issue. Being a new battery was implanted.